Event description:
It was reported the video system center image got noisy when connecting to the 290 scope and the tissue cannot be seen. The event occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunctions were confirmed. Based on the results of the investigation, it is likely the following led to the malfunctions: ¿in the inspection results confirmed that the image was noisy due to defective printed circuit board also, it was confirmed that there was interference in the image due to defective video connector. Olympus will continue to monitor field performance for this device.